Event description:
Pt had silicone breast implants placed in 1984. Mammograms in 1995 showed both implants to be ruptured. Upon removal on 9/7/95, both right and left implants were found to be ruptured.